Event description:
Customer called to report that the unicel dxc 800 synchron system generated falsely low sodium (na) results for 11 patient samples. The results were not reported outside the laboratory; therefore, patient treatment was not affected. Customer stated that when the anion gaps flagged the samples, they were rerun after recalibration, the results of which were reported. The field service engineer (fse) inspected the instrument and found that the sodium measuring and reference electrodes were reversed (plugged into the wrong port). The fse properly plugged in the electrodes into the correct ports, which resolved the issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The issue was resolved after the field service engineer correctly plugged in the reference and measuring electrodes that were improperly plugged in. (B)(4).